Event description:
Echo probe stopped working during open heart case. Pt sternotomy had not taken place when this happened. Required removal and replacement of backup probe. Pt was under anesthesia and unaware of incident.